Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Caller states the patient tested 5.5 inr on the coaguchek xs system while a comparison lab returned as 4.2 inr. The patient's coumadin dose was held based on the meter result. No adverse event reported. Requested return of suspect device, however the test strips are no longer available; replacement was sent.

Event description:
Caller states the patient tested 5.5 inr on the coaguchek xs system while a comparison lab returned as 4.2 inr. The patient's coumadin dose was held based on the meter result. No adverse event reported. Requested return of suspect device and replacement was sent.